Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were broken. Didn't impact any case.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirms the reported event. The trial is cracked diagonally, posterior to the larger post. Hhe (health hazard evaluation)/(B)(4) (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. Will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.